Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 2017865-2019-14601. It was revealed that the pacemaker-dependent patient presented in clinic for follow up. Upon review of remote transmission, it was revealed that the right atrial lead and right ventricular lead exhibited lead noise on both channels. The noise was lead noise and not from any external source. Atrial and ventricular lead damage was suspected. Also, over-sensing that inhibits pacing and mode switch was noted. Lead revision was discussed. No intervention made at this time. The patient was stable and will continue to be monitored.